Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported event include a material fatigue issue or impact.

Event description:
It was reported that during testing conducted at the manufacturer facility the safety pin of the device disassembled. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.